Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mmx12mm emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a nc emerge balloon catheter. No patient complications nor injuries were reported.